Event description:
Results of a pm inspection on the 9800 system indicated that the vertical column, intermittently would not go down. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.